Event description:
Indication: chronic inflammatory demyelinating polyneuritis. Pt reports a freedom60 pump malfunction (serial number and expiration date not provided.) Pt reports during last infusion on (B)(6) 2024 pump made click or popping noise after second syringe was loaded and would no longer work. Pt was able to finish remainder of infusion via manual push with no concerns but would like a new freedom pump. Pharmacy replacing pump. Pt was sent a return box for pump associated with event no adverse event(s) reported due to product issue. No further info. Reported to (B)(6).